Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "leak" alarm sounded from the pump and blood was noted in the gas line. Event complications: none from the event - reported 2/19/98. Pt's current status: o.k. - rpt'd 2/19/98.